Event description:
It was reported the on/off module of the skyplate detector is defective due to detector drop. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Field service engineer (fse) performed analysis and concluded that the detector was not turning on due to being dropped from the bed (use error). Fse determined replacement of the detector is necessary. The customer accepted the quotation and detector was replaced. The device was operational after replacement was completed. Finally, the system meets the specification for the performed service and is returned to use.